Event description:
Initial result for a pt sodium was 116 mmol/l. When repeated, the result was 139 mmol/l. The incorrect results were not used to guide therapy. The field service rep found the sodium electrode needed etching and the puncture device was out of adjustment.